Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced not receiving cgm readings while on running another application on their smart device. No additional patient or event information is available.